Event description:
Device malfunction: clip mislocation. Time of symptoms/ae: after vessel closure. Symptoms/ae: retroperitoneal bleed/hemorrhage. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, post-procedure, unspecified symptoms developed. A computed tomography scan identified a retroperitoneal bleed/hemorrhage. During surgical intervention, the clip was found deployed in subcutaneous tissue. The clip was removed and the vessel was surgically repaired. There were no reported adverse pt sequelae. Additional information has been requested but has not been provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.